Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2015, this patient underwent endovascular treatment of a thoracic aneurysm. A conformable gore® tag® thoracic endoprosthesis (tgu313120j) was implanted distally. On unknown date, after the follow-up on (B)(6) 2020, aneurysm enlargement of approximately 10mm was confirmed compared to the CT image at the end of 2018. A distal type I endoleak was suspected. On (B)(6) 2020, a reintervention took place whereby tgmr373715j/21350971 was implanted distally. The physician's comment: no clear endoleak was identified by the angiography during the reoperation, however, additional treatment was necessary because the distal landing zone was short.